Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The MFR's rep reported that the pt's interstim device was removed due to infection. No further complications have been reported.